Manufacturer narrative:
The lamp life was at 500 hours so the customer stated they will change the lamp to see if that corrects the issue before sending the unit in for repair. To date, the device has not been returned to olympus for evaluation. A definitive root cause of the reported complaint cannot be determined at this time as the investigation is ongoing. However, if the device becomes available at a later time, or if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed that the visera elite xenon light source was not working upon startup. The light source would click like it was trying to fire but the lamp did not ignite and the error, e103, was produced. Additionally ,the lamp life was at 500 hours. No patient involvement was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-08568. The original equipment manufacturer (OEM) performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. An investigation for the reportable malfunctions was completed by the OEM and determined that the cause of the e103 error (lamp failed to light) was due to the following: since the lamp usage time exceeded 500 hours, it is presumed that the lamp was exhausted due to the end of its service life. Additionally, the problem was eliminated by replacing the lamp. Olympus will continue to monitor complaints for this device.